Event description:
A hosp in (B) (6) reported to fisher & paykel healthcare that the rt022 flexible extension component of the rt408 heated oxygen therapy kit does not fit the airlife adult face mask. The hosp further reported that the hudson adult trache adult mask fits the extension component of the rt408 breathing circuit better but still has a tendency to fall off once heated. The head ICU tech at the hosp added that the problem only occurs when the rt022 extension component is used, not when the masks are directly connected to the breathing circuit tube without the extension. No pt consequence was reported.

Manufacturer narrative:
(B) (4): the rt022 flexible extension tube from the rt408 breathing circuit kit, airlife adult face mask and hudson trache mask were returned to fisher & paykel healthcare. The rt022 was connected with each mask to test how snug was the fit. Results: it was found that both the airlife adult mask and hudson adult trache mask do not form a secure fit with the rt022 extension tube as both these masks do not have the correct medical taper connections for a direct interface with this component of the rt408 breathing circuit. To achieve a snug fit will require use of an appropriate adapter. Conclusion: the rt408 breathing circuit kit has not been designed to achieve a direct interface connection with either of these masks when the rt022 extension is utilised in a set-up. It is recommended to the user that a connector be inserted between the end of the rt022 flexible extension and these masks. Fisher & paykel healthcare does not MFR the specific adapter required in this case. Our instructions for use for the rt408 breathing circuit kit specifies that "conical connectors" with specifications of iso 5356-1 be utilised in a set-up involving the rt022 extension. In addition, under the "attention" heading of the said instructions for use, we advise the user to "check that all connections are tight before use". This is the first complaint of this nature that we have received for this prod. We will continue to monitor and trend for further occurrence.